Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion has a bend of less than 45 degrees. Following rotablation procedure, pre-dilatation was performed with a balloon catheter leaving 25% residual stenosis. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, when advancing the device to the lesion, the stent strut was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.